Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette is leaking near tubing on the bottom. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6005588 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.